Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (str-gl-blu/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2014. The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A calibration and pairing test was performed and the tests failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be the sensor shutoff alarm due to time loss.